Manufacturer narrative:
A visual examination of the returned complaint device showed that the outer package was opened; although, evidence that the sealed process was performed properly was observed. The noted defect likely occurred due to handling of the device or portion of the device without direct patient contact either during shipping, unpacking or preparation of the device for the procedure. Therefore, the most probable root cause of this complaint is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an 8 fr. Replacement kit (jinro pigtail) was unpacked on (B)(6) 2017. According to the complainant, during unpacking, when they opened the outer box, they noted that the device's pouch was already opened compromising the sterile barrier. Reportedly, this device was not used in the patient or procedure.

Event description:
It was reported to boston scientific corporation that an 8 fr. Replacement kit (jinro pigtail) was unpacked on (B)(6) 2017. According to the complainant, during unpacking, when they opened the outer box, they noted that the device's pouch was already opened compromising the sterile barrier. Reportedly, this device was not used in the patient or procedure.